Manufacturer narrative:
B5 and pli20 codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned that due to the placement of the leads in their spine and if they are unable to reduce the magnitude of the pulse quickly making them hard to breathe issue during laying down. It took 40 minutes for the stim controller to sync with the implant post which they reduce the magnitude of the pulse to lay down. Patient also mentioned that they have re[placed the two external device three times and still occasionally they have long delay in connection causing pain, breathing issue and stress.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 3587a, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding external equipment. The reason for call was patient said they were curious if there was a better solution than the one they currently have. Patient said they can't spend the usual 15 to 20 minutes getting their handset to connect to their communicator when they are having problems and they have already replaced everything once or twice that's outside of their body. Today they had to turn off airplane mode, turn off the bluetooth, turn everything off, reset the handset and communicator and relink everything and it still took almost 20 minutes to change their stim so they were not having excruciating pain. Patient mentioned that with the old system they had a setting for sitting, standing, walking and laying down but because it was causing the battery to drain, they now adjust settings twice a day for when they lay down so they can breathe and when they get up so they're not in pain. Patient stated where the leads are located makes it hard to breath when laying down so they have to adjust stim. Patient was using their device at least twice a day and they wanted to know if there were any new solutions being worked on for those that can't wait that kind of time because of their spinal cord stimulator to get the treatment they need. Patient compared the equipment of their old implant to the current one and stated that even though the paddle was hard to navigate, it was instantaneous and much better results. Patient mentioned having to reset communicator multiple times and press the button down all the way and the communicator would still not give blue light. Patient commented that the handset used to take a min trying to connect and now it takes about 5 min just spinning. Agent asked, patient stated the handset is most likely fine but issue is from communicator not flashing blue. Patient added they may have 2 good days out of all the week. The issue was not resolved through troubleshooting. Agent sent request to repair to replace communicator. Patient mentioned meeting with mdt rep in person to fix the issue but does not remember when and said they've been dealing with rep for years.

Event description:
Patient called in stated that they have received the new communicator and it took them 45mins to connect to mystim pc application. Patient also mentioned that they need to contact their medtronic rep and the rep mentioned it needs to replace. Patient mentioned to the rep that they have a new communicator and rep mentioned to contact us instead. Patient also added that when they are trying to turn off the stimulator they got a service code 310. Agent reviewed information about the service code. Agent walked the patient resetting the communicator and the handset. Agent asked the patient to connect to the mystim pc app. Patient was able to get connected within a short period of time. Agent review best practice when using the communicator and instructed to monitor the issue and call back if issue persists.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.